Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over from ehr to pyxis. A technical support specialist remotely accessed the server and ran the server downtime query, confirmed active communication and verified that all services were running as expected, reviewed the sample order ID provided via the electronic protected health information (ephi) link, observed that messages were successfully processing but indicating a gap in message flow, then connected to the carefusion coordination engine (cce) and identified that hl7 messages were not being processed as messages, determined that the mbm settings were not correctly configured during the transition to the raw data feed, corrected the configuration and resent all flat files for active directory (adt) orders, and subsequently confirmed resolution with the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing from ehr to pyxis. Customer checked with their ehr team, orders were sent but were not received by pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.